Event description:
During a standard dental treatment on tooth #11 the handpiece got hot and burned the patient on upper lip to the size of approximately 3mm. No medical care was necessary.

Manufacturer narrative:
The analysis did show that the head had several dents. The dents affected the function of the back cap button. This could cause the back cap button to stick in which causes that it is interfering with internal moving parts, causing increase of temperature. A third dent was interfering with the chuck. This means that as soon the bur is rotating friction between the chuck and the housing causes increase of temperature. Also the ball bearings of the drive and the intermediate drive have been worn out. This causes the bearings to run rough and as a consequence increase of temperature. The dents are a clear sign that the handpiece received strong hits, e.g. A drop during the reprocessing. The condition of the bearings is the result of the normal wear process. The user instruction requires a visual and functional test prior to each treatment to ensure that the handpiece is running within specifications. It contains also a note that the handpiece should not touch soft tissue during the treatment. Reported due to the 2 year presumption rule.